Event description:
The manufacturer received information alleging an issue related to the active exhalation control module and test failures were observed. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to the active exhalation control module and test failures were observed. The device was returned to the manufacturer for evaluation. During the evaluation the customer's complaint was confirmed. The device's active exhalation control module needs to be replaced. The device was not repaired and will be scrapped per manufacturer's guidelines.